Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging touchscreen not responding. There was no report or medical intervention. Additional failures of pca burned, outlet seal, and heater plate contamination and white led with low intensity. The device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.